Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced hyperglycemia event on (B)(6) 2026. The blood glucose level was high and patient was treated with pen. No further information available.